Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for magnesium reagent lot number 70058ud00. Trending review determined no trends for discrepant patient results for the product. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. The sample was rerun with the same reagent lot and generated lower results. The quality control was performing within the expected ranges, which shows that the assay was performing as expected. Based on the investigation, no systemic issue or deficiency of the architect magnesium reagent lot number 70058ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c16000 processing module on a patient. The following results were provided: sid (B)(6) = 3.21 / 0.86 mmol/l no impact to patient management was reported.